Manufacturer narrative:
The device history records were reviewed and no issues were identified. The manufactured device met all specifications. Review of recorded complaints on the last three years (2020-2022): complaint review will be completed after product return investigation and root cause definition. Complaint rate of => (B)(4) % of the sales. Preliminary roots cause analysis: risk analysis documentation will be reviewed after product return investigation and root cause definition. Nevertheless, based on complaint description, leak issue is identified in us risk analysis file d-vas001 rev10: ·risk c3: "loss of tighteness (leakage)" due to "incorrect septum insertion/swaging manufacturing defect" potential occurrence's rate of < (B)(4)% review of nc and CAPA on the last three years (2020-2022): -no nc or CAPA identified for similar issue. A product was returned but does not match the complained product. Returned product: ref (B)(4) lot 149832000 DHR review of the returned product was performed and all records and testing were found to be in order. The product released met specifications. Return product review: on april 17th, 2023 received the explanted return product in full biohazard packaging but with a tracking number that is not corresponding to the one expected ((B)(4) instead of (B)(4)) despite a copy of the related emails referencing complaint (B)(4). Product returned tois a dual port with a 23 cm catheter section and only 1 click connector (the second one is missing) and with no packaging or labelling information. Port lot number laser etched at bottom of device could be identified as lot #149832000. Product reference could not be confirmed without labelling and packaging. This received device and its lot lumber do not correspond to references of the complaint notification form. Nevertheless, an investigation has been performed on the received dual port with the following outcome,: - multiple trace of puncture in the septum - visual defects with trace of puncture outside septum. - trace of pinch -off with no rupture on catheter at ~10cm (pinch of the catheter and erasure of the +10+ marking - missing one suture plug - no leak at septum, nor at connection those elements confirm that the leak reported by the patient is more likely due to a puncture out of the port. Additionally, the complaint notification form reports 2 occurrences of "no blood return" that could be explained by the pinch-off identified. Additional information: multiple exchange with pfm inc and customer occurred. Picture of the patient card has been provided: the article reference (B)(4) and lot number reference # (B)(4) available in the patient card are for an xcela power injectable port with single chamber port (cp02, sub-assembly 61.000.10.268-p). There is a contradiction between information from patient label (mono-chamber port) and the received device (dual port chambers). It could not be determined why the patient card is referring to product code h965451190 while the implanted and returned device is product code# h965451830. Conclusion: despite the fact that the returned product doesn't correspond to the product referenced in the complaint, the manufacturer conducted a documentary and returned product investigation into the reported problem with complete, DHR and testing data review and product review. This review demonstrates that product meets its specifications and reported problem could not be reproduced. If the returned device is truly the one concerned with the complaint description, the most probable roots cause of the leak issue may be a use error with a puncture out of the septum (mispuncture). In addition, the analysis of the returned section of catheter indicates that there has been a potential "pinch-off'' at about 10cm away from the port, which could explain the 'no blood returned' mentioned in the description of the herein complaint. The risk of leak is identified in our risk analysis and occurrence rate is lower than established frequency of the risk analysis and risk for "pinch-off' is also identified within the product IFU. Therefore, further action through CAPA is not required. Unable to determine root cause of the issue.

Event description:
A patient self-reported an issue with an xcela pt/8.0/sl/f/a port via angiodynamics' "contact us" email box. Per the patient's email: I have a port that was surgically placed in oct 2022 and it's developed a leak. I'm having to have it removed or replaced. Angiodynamics' senior clinical specialist reached out to the patient and obtained the following information: on (B)(6) 2023, the patient reported pain and discomfort when fluid was administered via her right upper chest implanted xcela power injectable port. She stated "it felt like I was slapped on the right side of neck with headache". A port study was performed on (B)(6) 2023 indicating a "leak in the tissue". Dates: (B)(6) 2022 xcela port implant by dr. (B)(6) at (B)(6) hospital in johnson city, tn; (B)(6) 2022 of 1st infusion. Rn could not get blood return after access. Piv inserted for infusion; (B)(6) 2023 port was accessed but no blood return and still used for infusion. No pain or discomfort experience with infusion; (B)(6) 2023 port was accessed but experienced the reported pain and discomfort. (B)(6) 2023 port was removed.

Event description:
A patient self-reported an issue with an xcela pt/8.0/sl/f/a port via angiodynamics' "contact us" email box. Per the patient's email: I have a port that was surgically placed in (B)(6) 2022 and it's developed a leak. I'm having to have it removed or replaced. Angiodynamics' senior clinical specialist reached out to the patient and obtained the following information: on (B)(6) 2023, the patient reported pain and discomfort when fluid was administered via her right upper chest implanted xcela power injectable port. She stated "it felt like I was slapped on the right side of neck with headache". A port study was performed on (B)(6) 2023 indicating a "leak in the tissue". Dates: (B)(6) 2022 xcela port implant by dr (B)(6) at (B)(6) hospital in (B)(6); (B)(6) 2022 of 1st infusion. Rn could not get blood return after access. Piv inserted for infusion; (B)(6) 2023 port was accessed but no blood return and still used for infusion. No pain or discomfort experience with infusion; (B)(6) , 2023 port was accessed but experienced the reported pain and discomfort. (B)(6) 2023 port was removed.

Manufacturer narrative:
The device history records were reviewed and no issues were identified. The manufactured device met all specifications. Review of recorded complaints on the last three years (2020-2022): complaint review will be completed after product return investigation and root cause definition. Complaint rate of (B)(4) of the sales. Preliminary roots cause analysis: risk analysis documentation will be reviewed after product return investigation and root cause definition. Nevertheless, based on complaint description, leak issue is identified in us risk analysis file (B)(4): risk c3: "loss of tightness (leakage)" due to "incorrect septum insertion/swaging manufacturing defect". Potential occurrence's rate of < (B)(4). Review of nc and CAPA on the last three years (2020-2022): no nc or CAPA identified for similar issue. A product was returned but does not match the complained product. Unable to determine root cause of the issue without the correct returned device.